Manufacturer narrative:
Continuation of d10: 407658 lead implanted (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced twiddlers syndrome resulting in the pacing leads becoming dislodged and the implantable pulse generator (ipg) migrating. X ray images confirmed the right atrial (ra) lead dislodged into the superior vena cava (svc), the right ventricular (rv) lead lost slack and the ipg migrated down the patients chest. The x rays also showed the device header had rotated over the course of the past months when the lead slack changed and device migrated down the chest. The ipg system was initially reprogrammed and then explanted and replaced with a leadless ipg. Multiple repositions were attempted with the ra before explant. No further patient complications have been reported as a result of this event.